Manufacturer narrative:
Device 2 of 2. Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. One lead has discoloration and is damaged in several places along the lead body. Both leads pass functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference: MFR report 1627487-2010-00502. The pt received her scs system including an ipg and percutaneous leads on (B)(6) 2008. It was reported that about 3-4 weeks later, the pt began experiencing pain at the ipg implant site and only when stimulation was turned on. Fluoroscopy confirmed that all system connections were intact. Reprogramming was attempted but did not alleviate the reported issue. The physician explanted and replaced the system on (B)(6) 2008. The explanted devices were returned to ans for eval.